Event description:
It was reported via sales that an edwards aortic bioprosthetic valve model 3300tfx21mm was explanted after an implant duration of approximately 5.5 years due to aortic stenosis. Despite multiple attempts with the healthcare provider to obtain event details and patient medical records, no additional information has been released to edwards.

Manufacturer narrative:
Evaluation summary: the explanted device was received and evaluated; minimal to moderate calcification was observed in the cusp area of leaflet 1, heavy calcification was observed in the cusp area of leaflet 2 and moderate to heavy calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 1 exhibited minimal to moderate calcification, free margin of leaflet 3 exhibited moderate to heavy calcification. Calcification restricted mobility in the leaflets and led to stenosis. A tear was observed on leaflet 3 at commissure 3, tear was approx 5mm in length. Calcification was observed near the region of the tear. Moreover, minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was minimal at both the stent inflow and outflow. Device evaluation indicates calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, multiple follow up attempts to obtain patient records and medical history were unsuccessful. There has ben no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.